Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of device reports for this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, it was found that there was high out of range right atrial (ra) lead impedance of greater than 3000 ohms at last check, but, no out of range measurements observed during past 72 hours. It was also noted there was noise on the right atrial (ra) lead channel that resulted in oversensing and a stored atrial tachy response (atr) episode. It was noted that patient came in to the clinic and found that the lead was fractured. Reprogramming was done. Patient went to emergency room (ER) for dyspnea and light-headedness then subsequently discharged in stable condition. Health care professional (hcp) plans to continue to monitor the patient. No additional adverse patient effects or symptoms were reported. Currently, this implantable cardioverter defibrillator (ICD) system remains in service.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a review of device reports for this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, it was found that there was high out of range right atrial (ra) lead impedance of greater than 3000 ohms at last check, but, no out of range measurements observed during past 72 hours. It was also noted there was noise on the right atrial (ra) lead channel that resulted in oversensing and a stored atrial tachy response (atr) episode. It was noted that patient came in to the clinic and found that the lead was fractured. Reprogramming was done. Patient went to emergency room (ER) for dyspnea and light-headedness then subsequently discharged in stable condition. Health care professional (hcp) plans to continue to monitor the patient. No additional adverse patient effects or symptoms were reported. Currently, this implantable cardioverter defibrillator (ICD) system remains in service. According to additional information received, in addition to the sudden high out-of-range impedance measurements, there was no capture at maximum output for this ra lead. Lead fracture was confirmed by pacing system analyzer (psa). This lead was surgically abandoned and replaced with a new ra lead.